Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up in clinic. It was discovered that their pacemaker was overestimating battery life expectancy. No intervention took place at the time and the patient would continue to be monitored. There were no patient consequences.